Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on review of the similar incidents, there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficult to position, stent dislodgement resulting in stent damage. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified iliac artery. At the beginning of the procedure it was noted that there was resistance when a 9.0 x 39mm omnilink stent delivery system was being advanced through a 6fr sheath, with resistance felt. The omnilink was then advanced to the lesion, when it was decided to move the guide wire (gw) forward for better support. As the gw was being moved, it was noted that the stent was moving forward too. As the omnilink catheter was pulled back, the stent had stopped moving. The stent completely came off the balloon catheter and was noted as twisted. The stent was attempted to be retrieved through a snare device, but failed. Then the patient was transferred to the operating room for surgery where the stent was successfully retrieved. There was no adverse patient sequela reported. No additional information was provided.